Event description:
It was reported that on (B)(6) 2025, a 4 mm x 4 mm amplatzer piccolo occluder was chosen for implant using an unknown delivery system. During the procedure, upon releasing the device, it was noted that the device embolized into the main pulmonary artery. The device was completed using a 5mm x 2mm amplatzer piccolo occluder. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.